Event description:
It was reported that the sternal saw was broken. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Per the user facility's biomedical engineer, the unit will be evaluated and repaired by a third part. Diligence for additional information has been unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.